Event description:
During follow-up, high pacing impedance and oversensing due to noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events of high pacing lead impedance and noise were confirmed. As received, a partial lead was returned in two pieces. Visual inspection found an internal abrasion of the ring electrode cable lumen under the right ventricular shock coil. One of the ring electrode etfe cable coating was abraded. The cause of the reported event was isolated to internal abrasion under the right ventricular shock coil in which the ring electrode etfe cable coating was abraded. Scanning electron microscope evaluation of the inner coil at the distal region of the lead found all filars were fractured, consistent with fatigue fracture. The cause of the reported events were isolated to the fractured inner coil at the distal region of the lead and abrasion of the ring electrode etfe cable coating under the right ventricular shock coil.